Event description:
Novasure disposal device stopped working and gave an error code to check bi-polar rf array. Device removed from patient and was examined and determined by surgeon to remove device from surgical field. New novasure device used without incident.